Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that as a result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline catalog #3501655 sn #(B)(4) and mentor smooth round moderate profile 350cc saline catalog #3501655 sn #(B)(4) on (B)(6) 2018. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 350cc saline catalog #3501655, lot #5686592, sn # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline breast prostheses. Doctor's examination diagnosed that the right breast prosthesis had deflated. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately < 0.1 cm within a crease and an area of shell abrasion located on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).